Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir ring was broken and shooted insulin. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Device was programmed with contour next test glucose meter. No communication anomaly and no prime/fill anomaly noted during testing. Device received with cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. (B)(4).